Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, patient implanted with on-x prosthetic aortic valve with conform-x sewing ring and extended holder (onxace-23) serial number (sn) (B)(4), (B)(6) 2016 required surgical intervention (B)(6) 2017. The valve was explanted and replaced with the on-x prosthetic aortic valve with conform-x sewing ring and extended holder (onxace-25) sn (B)(4). Clinical note: patient is a (B)(6) male who had a complicated history involving endocarditis of his aortic valve, which led to an aortic valve replacement procedure. He subsequently had prosthetic valve endocarditis and a root abscess for which he required another intervention. At that time pericardial patches were used to repair the abscess cavity and a new mechanical valve had been placed. He developed paravalvular insufficiency following this valve insertion and developed severe aortic insufficiency (ai) requiring a third intervention. He subsequently developed paravalvular insufficiency again and was taken to the operating room for a fourth time redo aortic valve replacement. Description of procedure: the patient was placed on the operating table in the supine position and was prepped and draped in the usual fashion for a median sternotomy. A midline incision was made and a median sternotomy was performed using an oscillating saw. This was performed without complication. Notably, femoral arterial and venous catheters had been placed to facilitate percutaneous cardiopulmonary bypass if necessary. We then dissected out the heart. The pericardium had been closed previously and therefore the dissection was uncomplicated. Heparin was administered. The distal ascending aorta was cannulated with a #22 eopa cannula and a two- stage venous cannula was inserted through the right atrial appendage. Once the activated coagulation time (act) was greater than 400, cardiopulmonary bypass was initiated. We dissected around the aorta and found enough space to clamp. A vent was inserted through the right superior pulmonary vein and a retrograde cardioplegia catheter was inserted. The aorta was crossclamped and retrograde cardioplegia was administered. We had good cardiac arrest. We opened the previous aortotomy incision site and exposed the aortic valve. The aortic valve had dehisced from just right of the right non-commissure to about midway down the noncoronary cusp portion of the annulus. We resected this valve. There was some loose pericardial patch tissue which we removed. We then sized the annulus and chose to up-size the valve to a #25 on-x valve. The valve was implanted using #2-0 ethibond non-pledgeted interrupted sutures. The valve was parachuted down and tied into place without difficulty. The aortotomy incision was closed using two separate #4-0 prolene sutures. We de-aired the heart and the crossclamp was removed. Pacing wires were placed on the right ventricle and the right atrium and the patient was weaned off cardiopulmonary bypass. A transesophageal echocardiogram (tee) showed that there was a residual mild to moderate paravalvular insufficiency. We decided that we would go back on pump and fix this. Antegrade cardioplegia was administered after the aorta was clamped again. We reopened our aortotomy site. We found that the leak was from the anterior portion of the valve. In this region there was an abscess cavity just below the annulus. We resected the valve again and took it out. We decided that we would place the valve below the level of the previously repaired abscess cavity. We used #2-0 ethibond large needle sutures and got good bites into muscular tissue, as well as fibrous tissue and the anterior leaflet of the mitral valve. These were passed through the #25 on-x valve. This was parachuted down and tied into place without difficulty. The aortotomy incision had been opened further with a t-incision at the right non-commissure. We closed this up again and closed the aortotomy with #4-0 prolene sutures. The heart was de-aired and the crossclamp was removed. We weaned the patient off cardiopulmonary bypass after some reperfusion. We found that there was only trace regurgitation left and some of this was washing jets from the on-x valve. Protamine was administered after the venous line and vents had been removed. The aortic cannula was removed. Two chest drains were left in situ. The pericardium was closed again. The sternum was closed with #7 wires. The subcutaneous tissue was closed with running layers of vicryl and the skin was closed with monocryl suture. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.

Manufacturer narrative:
The manufacturing records for the onxace-23 sn (B)(4). Were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The onxace-23 sn (B)(4). Was implanted (B)(6) 2016in the aortic position, explanted and replaced 2017 oct 12 (1 year 141days post-implant) by onxace-25 sn (B)(4). The patient is a 38-year-old male who has undergone multiple aortic valve operations this is his fourth operation (third reoperation). His initial valve disease etiology was bicuspid valve with infectious endocarditis. At each reoperation, the diagnosis is paravalvular leak (pvl, represented on echocardiography as aortic valve insufficiency). Upon observation of the valve condition at surgery, a dehiscence is noted, i.e. The valve has separated from the annular tissue to which it was anchored with sutures attempts to repair the tissue with pericardial patches have had mixed success in this latest episode the operative report states that there was some loose pericardial patch tissue which was removed. Of note, the report also states that the valve selection was upsized from 23mm to 25mm. After this latest implantation (onxace-25 sn (B)(4). A sub-annular cavity was found to be the source of persistent pvl and the valve was removed. As a fix, the onxace-25 sn 6216713 was implanted below the cavity, but which included needle bites of suture into muscular tissue, fibrous tissue, and the anterior leaflet of the mitral valve. The post-operative echo showed only trace regurgitation, and most of this was due to the normal washing jets of the on-x valve. Endocarditis is the precipitating event leading to deterioration of the annular tissue and consequent loss of attachment by the sutures connecting the valve to it. With the detachment, some of the blood was able to flow around the valve during diastole (regurgitation) rather than being obstructed by a closed valve. There is no indication that the valve itself failed to function as designed. Root cause for this event is loss of attachment to deteriorated annular wall as a consequence of infection (endocarditis) resulted in severe aortic insufficiency via paravalvular leakage. There is no indication that the on-x valve itself failed to function and perform as designed. No further action is required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports, patient implanted with on-x prosthetic aortic valve with conform-x sewing ring and extended holder (onxace-23) serial number (sn) (B)(4). (B)(6) 2016 required surgical intervention (B)(6) 2017. The valve was explanted and replaced with the on-x prosthetic aortic valve with conform-x sewing ring and extended holder (onxace-25) sn (B)(4). Clinical note: patient is a 38-year-old male who had a complicated history involving endocarditis of his aortic valve, which led to an aortic valve replacement procedure. He subsequently had prosthetic valve endocarditis and a root abscess for which he required another intervention. At that time pericardial patches were used to repair the abscess cavity and a new mechanical valve had been placed. He developed paravalvular insufficiency following this valve insertion and developed severe aortic insufficiency (ai) requiring a third intervention. He subsequently developed paravalvular insufficiency again and was taken to the operating room for a fourth time redo aortic valve replacement. Description of procedure: the patient was placed on the operating table in the supine position and was prepped and draped in the usual fashion for a median sternotomy. A midline incision was made and a median sternotomy was performed using an oscillating saw. This was performed without complication. Notably, femoral arterial and venous catheters had been placed to facilitate percutaneous cardiopulmonary bypass if necessary. We then dissected out the heart. The pericardium had been closed previously and therefore the dissection was uncomplicated. Heparin was administered. The distal ascending aorta was cannulated with a #22 eopa cannula and a two- stage venous cannula was inserted through the right atrial appendage. Once the activated coagulation time (act) was greater than 400, cardiopulmonary bypass was initiated. We dissected around the aorta and found enough space to clamp. A vent was inserted through the right superior pulmonary vein and a retrograde cardioplegia catheter was inserted. The aorta was crossclamped and retrograde cardioplegia was administered. We had good cardiac arrest. We opened the previous aortotomy incision site and exposed the aortic valve. The aortic valve had dehisced from just right of the right noncommissure to about midway down the noncoronary cusp portion of the annulus. We resected this valve. There was some loose pericardial patch tissue which we removed. We then sized the annulus and chose to up-size the valve to a #25 on-x valve. The valve was implanted using #2-0 ethibond non-pledgeted interrupted sutures. The valve was parachuted down and tied into place without difficulty. The aortotomy incision was closed using two separate #4-0 prolene sutures. We deaired the heart and the crossclamp was removed. Pacing wires were placed on the right ventricle and the right atrium and the patient was weaned off cardiopulmonary bypass. A transesophageal echocardiogram (tee) showed that there was a residual mild to moderate paravalvular insufficiency. We decided that we would go back on pump and fix this. Antegrade cardioplegia was administered after the aorta was clamped again. We reopened our aortotomy site. We found that the leak was from the anterior portion of the valve. In this region there was an abscess cavity just below the annulus. We resected the valve again and took it out. We decided that we would place the valve below the level of the previously repaired abscess cavity. We used #2-0 ethibond large needle sutures and got good bites into muscular tissue, as well as fibrous tissue and the anterior leaflet of the mitral valve. These were passed through the #25 on-x valve. This was parachuted down and tied into place without difficulty. The aortotomy incision had been opened further with a t-incision at the right non-commissure. We closed this up again and closed the aortotomy with #4-0 prolene sutures. The heart was de-aired and the crossclamp was removed. We weaned the patient off cardiopulmonary bypass after some reperfusion. We found that there was only trace regurgitation left and some of this was washing jets from the on-x valve. Protamine was administered after the venous line and vents had been removed. The aortic cannula was removed. Two chest drains were left in situ. The pericardium was closed again. The sternum was closed with #7 wires. The subcutaneous tissue was closed with running layers of vicryl and the skin was closed with monocryl suture. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.